Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not upload his insulin pump to carelink. In the alarm history unexpected restart and displayable history check failed on startup alarms were found. The insulin pump was without a battery for an extended period of time. His blood glucose level was not reported. The product was not returned. Nothing further to report.